Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report several sensor error alerts and a hypoglycemic event. The customer treated by eating. The customer's blood glucose level was 36 mg/dl. The customer was able to get their reading up to 169 mg/dl. The customer reported that he was a brittle diabetic and recently had surgery. The customer also reported that the low blood glucose levels were not due to the insulin pump. The product was not returned for analysis.